Event description:
It was reported when placing the 14-hole plate inside the patient, the jig came off the plate. It was unable to be reattached to the 14-hole plate, so it was tried on a 16-hole plate. The threads on that plate were damaged after a couple of attempts so was not used. The 14-hole plate was implanted without the use of the jig. The procedure was completed successfully with a twenty-to-thirty-minute delay and no patient consequences.

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9, d10 (concomitant). Corrected: d4 (primary UDI number), g1 (manufacturing site name). H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received: a. Has the patient shown any signs of developing a surgical site infection due to the extended surgical delay? No b. Is the patient likely to undergo a revision procedure due to the reported event? No c. What was the patient outcome? Patient outcome has not been recorded as worse than without using the jig, apart from the extended operation time and longer skin incisions.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: b5 and d10 corrected: h6 (health effect - clinical code & health effect - impact code) h3, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found one of the hole threads was damaged stripped. A functional evaluation was performed with mating device (03.231.005) and failed due to the damaged observed over the plate. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces. Surgical technique se_867896 rev. Aa was reviewed and the following relevant statement was found at page 8: precaution: it is important to place the plate on a flat surface when positioning the insertion handle and locking bolt to ensure the locking bolt is perpendicular to the plate and not cross-threaded into the combi-hole. A dimensional inspection was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the va-lcp condylar plate 4.5/5.0 r 16ho l33 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot part number: 02.124.416 lot number: 28715p1 manufacturing site: mezzovico release to warehouse date: 05 aug 2024. A manufacturing record evaluation was performed for the not sterile finished lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review: part number: 02.124.416, lot number: 28715p1, manufacturing site: mezzovico, release to warehouse date: 05 aug 2024. A manufacturing record evaluation was performed for the not sterile finished lot number, and no non-conformance's were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.